Manufacturer narrative:
Other applicable components are: product ID 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that since (B)(6) 2017, they have not been able to raise or lower stimulation on the group but can change to group b. The patient reported that they received a different patient programmer and sync with the implant and it¿s showing the same information. The patient reported that when they push on the unit under the skin it ¿feels like there is a short or something¿ and it will stimulate and as they move the patient programmer around the implant area, the implant stops and starts again like there is a bad connection or something wrong with it. The patient reported that they haven¿t been getting relief from implant. It was reported that the patient setting was group a for the left leg and group b for the right side. The patient reported that they cannot get group b at all and sometime group a stops vibrating or working when they use the patient programmer (pp) on the implant. Patient stated that they know how to use pp and not sure that will help because there is something wrong with the implant. Patient stated when they are not using the pp, the implant stops working. Ps assisted patient with using pp to sync with implant and pp shows therapy is on, group b at 3.9v right side, group a at 2.9v left side and patient can change from group a to group b. The patient stated that there is a wire loose or something wrong because the implant does not continue to work. It was reported that troubleshooting resolved the issue and the pp was functioning as designed. No patient complications have been reported because of this event.